Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip successfully deployed from the catheter, reopened and fell off into the patient in an open state. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a150201 captures the reportable event of clip falls into the patient in an open state with anatomical location of esophagus.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of clip falls into the patient in an open state with anatomical location of esophagus. Block h10: investigation results the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of premature deployment. No other problems with the device were noted. The reported event of clip falls into the patient in an open state was not confirmed. The device was returned without the clip assembly and with evidence of full deployment, and it is important to mention that the presence of this component is very important to the investigation because the event reported is directly related to this piece, and to get a clarification of which could be the reason of the problem faced by the physician. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip successfully deployed from the catheter, reopened and fell off into the patient in an open state. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.